Manufacturer narrative:
Continued e.1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2013. Date in d6a was adjusted/removed as device was not manufactured until 28/may/2013. Additional, changed, and/or corrected data: a3a, d6a.

Event description:
Healthcare professional reported "capsular contracture". This record is for the left side. Device remains implanted.